Event description:
It was reported via phone call that display screen on insulin pump was foggy and faded in and out. It was not sure if insulin pump was exposed to moisture. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The insulin pump had corroded keypad traces and motor. The insulin pump had a cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.